Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. Vascular access was obtained through the right arm. The 85% stenosed target lesion was located in a mildly tortuous lower right arm fistula. The physician advanced a 7.0 x 40mm; 75 cm mustang balloon catheter to the lesion, the device was inflated to 20atm, when the rupture occurred. The physician advanced a non bsc balloon to the lesion and was still not able to adequately treat the lesion. The physician determined surgery was to be the patients best course of care. The procedure was not able to be completed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).